Event description:
It was reported that a patient presented with post-sensed t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended, but were not made. The patient was stable and asymptomatic.

Event description:
New information received notes that a new instance of post-sensed t-wave over-sensing. No further intervention or adverse patient consequences were reported.